Event description:
Healthcare professional reports one incident of hemolysis that occurred on reuse number 5. Following treatment the pt was admitted to the hosp with a hematocrit of 19.6 and gross hemolysis. The pt received blood transfusions but the amount is unknown. The pt was discharged after being treated for hemolysis and has fully recovered. No further info is available at this time.